Event description:
It was reported that an incident occurred in which the healthcare provider (hcp) increased the patient¿s pump 20% rather than 2% and the patient ended up driving on the opposite side of the road. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, treatment/interventions, drug information, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. Product ID 8840, product type programmer, physician. (B)(4).